Manufacturer narrative:
The associated product was returned and evaluated. A visual inspection of the returned device reveals a pronounced hole, with the guide rod sticking out of said hole. This inspection was conducted by naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. According to the packaging sequence, the guide rod should be fully inserted into the foam end cap on both ends. The guide with the foams should be placed inside the pouch and sealed as close to the end cap as possible to prevent the detachment of end caps during transit. The foam tip protector has been replaced. The device now sits in a sleeve that will not slip off in transit like the foam tip protector did. This change will greatly reduce the probability that the sterile barrier will be compromised. Factors that could contribute to the reported event include damage during shipping, mishandling and/or storage. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4) e1, zip code: (B)(6). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during set up or inspection for an internal fixation surgery, it was noticed that the wires of two (2) 3mm x 1000mm ball tp gde rd were poking out of the packaging boxes. The procedure was performed, without any delay, using a s+n back-up device. Since this was noticed before the procedure; the patient was not yet involved.

Manufacturer narrative:
H6 h10: the associated device was returned and evaluated. Visual inspection confirmed the stated failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported event. A complaint history review revealed similar events for the listed device over the previous 12 months, and a similar event for the batch. A review of the risk management file found this failure mode has been previously identified and the risk level is within anticipated limits. At this time, we have no reason to suspect that the product failed to meet specifications at the time of manufacture. While we were unable to identify a definitive root cause for the reported event, factors that could contribute to this issue include damage due to mishandling during shipping or storage. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.